Event description:
The customer reported that the device was not adequately sealing tissue even though an end tone, indicating a completed seal cycle, was hearc. No patient injury reported. No tissue damage. No bleeding.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Date of initial report : 01/05/2015. Date of follow-up report : 02/02/2015. The incident device was returned, evaluated and found to function within specification. The device was tested for activation and sealing function on simulated tissue with acceptable results. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. Covidien was unable to confirm the customer¿s report of sealing issues. However, an additional unrelated failure was found during the investigation. The knife blade would not advance or retract when activated. Further investigation revealed that the knife blade which comes with the device was never installed. This did not impact the sealing complaint.